Manufacturer narrative:
The reason for revision was not provided. The additional devices listed in this report are: cat # 6570-0-036, lot # 43809102, description: delta v-40 ceramic head 36/-5; cat # 623-00-36f, lot # mme9nh, description: trident 0° x3 insert 36mm ID. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information be provided, it will be updated in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient underwent a revision for mechanical failure of primary tha.

Event description:
It was reported that the patient underwent a revision for mechanical failure of primary tha.

Manufacturer narrative:
An event regarding revision involving an accolade stem was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced. (B)(4) were opened to investigate revision, no specific failure modes were identified, hence trend request detection for (B)(4) not submitted. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was confirmed that this even is a duplicate of MFR report #: 2249697-2013-04042. Investigation results will be submitted under this report number.

Event description:
It was reported that the patient underwent a revision for mechanical failure of primary tha.